Manufacturer narrative:
Continuation of d10: product ID b3301533, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301533. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on (B)(6) 2025, a patient had a revision of the extension cables and reimplanted them to the other side. This was due to a wound revision, and the patient preferred the implantation in the chest area on the opposite side. Before the surgery, the impedances were measured with only contact 9a showing orange. After replacing the extensions and relocating the implantable neurostimulator (ins), contact 9a turned green, but contact 10c showed orange, occasionally even red. The doctor stated that they had swapped the two extensions in the pacemaker and tested them to rule out any issues with the ins or extensions. The patient usually is stimulated on contacts 1 and 2 as well as 9 and 10 in the ring. Currently only contacts 10a and 10b are being stimulated. The doctor reported that the patient still experiences a good therapeutic effect and doesn't with to make any further changes at this time. The rep was requesting to do an impedance overview with the doctor on may 5 or 6. The issue was not resolved.